Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device ran intermittently without a hand control in the lock position. It was further observed that the electric motor/electronic control unit assembly was bad, the housing had corrosion, and the switch sleeve had a faded labeling. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the electric pen drive device ran intermittently without a hand control in the lock position. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.